Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scope detection not functioning could not be identified, nor could the phenomenon be confirmed/reproduced. A definitive root cause of no images appearing could not be identified. However, it¿s likely the cause is related to a faulty op-amp because no measures were taken by changing the op-amp circuit design of dr board (printed circuit board). It was confirmed that the design of the dr board was being changed on april 16, 2018. Therefore, this confirms that the subject device was manufactured before the design change of the dr board. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope. There was no patient harm or user injury reported due to the event.